Event description:
The customer has requested to have a replacement of connectors on front of the control module. No pt or procedure involvement. Not for human use.

Manufacturer narrative:
Date sent: 08/14/2008. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site per the service manual performed service tests with the unit passing all tests and no functional faults were found. Per the customer request, two dc motor adapters, rotational connector socket, translational connector socket, 2 jam nuts, and the holster cable were replaced. As part of the standard service process, the muffler was replaced and dow corning lubricant was applied to the dc motors. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.